Event description:
It was reported that the patient had the implantable neurostimulator (ins) was removed on (B)(6) 2014. It was noted that the ins was removed because of ¿painful not functioning pain generator¿. The lead was traced as far as possible and then transected.

Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d20366, implanted: (B)(6) 2012, product type: accessory. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).